Event description:
It was reported that the stylet of the right ventricular (rv) lead could not be advanced to most distal part of lead and the tip of the lead was not steerable. Advancing the rv lead into the ventricle failed. The rv lead was replaced with another lead and was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, and analyzed. Analysis was performed and no anomalies were found. (B)(4).